Event description:
It was reported that after receiving an implantable drug pump the patient experienced headaches. It was surmised that they had ¿an additional lumbar puncture¿ in trying to get the catheter in. A blood patch was done. The headache resolved, but then when the patient stood or laid down the patient experienced pain going down the back of both legs. This new pain progressed over the course of the last few days. The drug in the pump was bupivacaine. Additional information stated that the patient¿s symptoms resolved on their own.

Manufacturer narrative:
Product ID: 8835 serial# (B)(4), product type programmer, patient product ID: 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).